Event description:
On (B)(6) 2012, the pt reported the down button of the infusion device works intermittently for the past 2 months. He switched to his backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.